Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5h1204); sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the doctor fired the reload without issues. After firing, the surgeon wanted to straighten the reload but the angle could not be reversed. The powered stapler would not respond. The surgeon also tried with the retraction tool, but also did not work and so the surgeon decided to take out the whole device with the trocar included. The instrumentalist tried again with the retraction tool and when she put it, a click sounded and the reload was freed from the adapter. There was no patient injury.